Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00189.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Legal counsel for patient states patient underwent a revision for unknown reasons approximately seven years post-implantation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.